Event description:
It was reported that longitudinal shortening between two synergy stent devices occurred. The 70 to 90%, very tightly stenosed, with a length of 20mm target lesion was located in the type c and very calcified, large in size, dominant, proximal right coronary artery (rca). The lesion extended to the mid rca, with a reference diameter of 3.5mm, and timi 3 coronary flow. A 4.00 x 20 synergy stent was deployed and a 3.50 x 32 synergy stent was deployed in the rca. At post dilatation, it was noticed that the synergy stent had shortened, leaving a gap between the two stents. A 3.50 x 8mm stent was then advanced and placed between the two synergy stents. The procedure was completed without patient complications and the patient status following procedure was good.

Manufacturer narrative:
Device is a combination product. B3: date of event: the date of event is unknown. Bsc became aware of the event on 26 aug 2019. A date of 01 aug 2019 was entered to report the event occurring on an unknown day in august 2019. D6: implant date: the date of the implant is unknown. The device was implanted on the date of the event. D11: concomitant product therapy: the therapy date is unknown. Bsc became aware of the event on 26 aug 2019. A date of 01 aug 2019 was entered to report the therapy date occurring on an unknown day in august 2019. Summary of media review: a cd containing 22 series of angiographic images was received and reviewed by galway cis. Contrast flow through the rca showed narrowing in the prox and mid rca. A rotablator was seen being advanced through the lesion followed by several balloon pre-dilations. A stent is seen placed and deployed mid rca followed by a second one deployed in the proximal rca. Several balloon post dilations are carried out within the second deployed stent and at the transition line between the 2 stents. A clear outer stent edge can be seen being formed by the proximity of the 2 stents deployed and a third smaller stent is seen placed and deployed at the transition line between the 2 stents. A gap is noted in the area where the 3rd stent was implanted but this apparent gap could be explained by the effect that the modified calcium has on the proximal region of the lesion. In this case the 2nd stent deployed proximally conforms to the vessels anatomy and the calcium nodules still present. The 3rd stent deployment is followed by balloon post dilations and perfusion is seen restored in a greater capacity than observed initially. The media review is not consistent with the reported event. No stent damage by way of longitudinal shortening was noted during the media review. However, the lesions type c, highly calcified and tortuous characteristics could have impacted the final result, and represent a serious challenge in optimal stent deployment despite the attempted calcium modification by way of rotational atherectomy.

Manufacturer narrative:
Device is a combination product. Date of event: the date of event is unknown. Bsc became aware of the event on (B)(6) 2019. A date of (B)(6) 2019 was entered to report the event occurring on an unknown day in (B)(6) 2019. Implant date: the date of the implant is unknown. The device was implanted on the date of the event. Concomitant product therapy: the therapy date is unknown. Bsc became aware of the event on (B)(6) 2019. A date of (B)(6) 2019 was entered to report the therapy date occurring on an unknown day in (B)(6) 2019.

Event description:
It was reported that longitudinal shortening between two synergy stent devices occurred. The 70 to 90%, very tightly stenosed, with a length of 20mm target lesion was located in the type c and very calcified, large in size, dominant, proximal right coronary artery (rca). The lesion extended to the mid rca, with a reference diameter of 3.5mm, and timi 3 coronary flow. A 4.00 x 20 synergy stent was deployed and a 3.50 x 32 synergy stent was deployed in the rca. At post dilatation, it was noticed that the synergy stent had shortened, leaving a gap between the two stents. A 3.50 x 8mm stent was then advanced and placed between the two synergy stents. The procedure was completed without patient complications and the patient status following procedure was good.